Event description:
Customer reported patient blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and a lab result of 120 mg/dl within 10 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.